Event description:
The customer reported there was no fluoro image during the procedure. Also the images showing up had a white or grainy picture. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked and torqued or tightened the input power & grounding connections that included: ac power plug (were loose); tb-1 (back of wkstation-were loose) as well as isolation x-former inner & outer tap nuts (were loose). He heard a "squeal" noise coming from the collimator during boot-up & when bringing iris shutters in or out. He disassembled removed & replaced the collimator & performed a x-ray beam alignment. He tested the flashed nodes & re-loaded cal data & tested. He also observed a stator not on error message. He diagnosed the problem and ordered parts. He observed precautions, removed & replaced x-ray controller pcb & downloaded cal data. He also replaced the mainframe ps2 power supply & cal'd outputs to within spec. He booted-up the unit numerous times with no further problems noted. He tightened all c-arm handles. The system operates as intended.